Event description:
In following up on another event for this patient. An operative report was supplied with details of a revision in 2020 with the following information: ¿surgery: removal and reinsertion of the femoral implant, rotating hinge exchange...clinical summary : patient, (B)(6), surgery in 2012 by distal femoral reconstruction with a rotating hinge system, for an osteosarcoma. It was a stanmore tibial reconstruction. On the femoral level, there was a femoral distal implant with a plateau plate 2cm. The patient has femoral pain and on the images we see a femoral loosening without any argument of sepsis. No loosening on the tibial part. Decision to make a revision of the femoral implant." Implant records indicate a stem, tibial insert, rotating component, and femur with epiphysis.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.